Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2184149-2020-00126. During an l2-l5 ablation procedure the patient sustained third degree burns. The grounding pad had been placed on the posterior right thigh, on hairy skin that had not been prepared. During the procedure no alarms were experienced, and the procedure was completed with no performance issues. Upon removal of the grounding pad the patient was noted to have a third degree burn that was treated with silvadene. The patient has remained in stable condition.